Event description:
Boston scientific received information that the patient was in the emergency room for non-device related issues when they experienced a run of ventricular tachycardia (vt). Cardiopulmonary resuscitation was performed and the cardiac resynchronization therapy defibrillator (crt-d) shocked the patient one time and then was unable to deliver any further shocks. Subsequently the patient received two to three external shocks. Upon interrogation two fault codes were observed. Boston scientific technical services (ts) was consulted and noted that one fault code was due to a shorted lead circuit and the other fault code was for a capacitor charge time that has exceeded the charge time limit. Ts advised that the patient would be considered unprotected and both the device and right ventricular (rv) lead should be explanted. A revision procedure was performed where the device was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.